Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer stated that there is a button error on the insulin pump. Customer's blood glucose level was 140 mg/dl. Insulin pump is being replaced. No additional information provided.